Event description:
Related manufacturer reference number: 2017865-2022-12477. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the initial left ventricular - lv lead exhibited high pacing impedance and the proximal portion of the lead appeared to bend, and therefore could not be implanted. The physician attempted to implant a second lv lead but was unable to implant it due to the bent lead issue. Both lv leads were not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a lead connector being bent was not confirmed. As received, a complete lead was returned for evaluation. A visual inspection of the lead did not find any bends in the connector region. The lead connector passed insertion testing into the test implantable cardioverter defibrillator but failed to be inserted into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot which may have contributed to the reported issue. The electrical test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.